Event description:
A malfunction alarm was reported with code malf 9, but it was reset successfully without recurring. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump and advised the customer to call back if the malfunction recurs.